Event description:
Pt was implanted with the bacfix ti system for a three-level procedure (l3-s1). During the procedure, a titanium threaded wedge broke while the surgeon performed final torquing of the hex nut. The broken wedge was removed from the construct without incident and replaced. The broken wedge was returned to spinal concepts for eval. Upon eval of the broken part, it was concluded that the part fractured as a result of torque applied to the nut during implantation.